Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited oversensing noise and high rate non-sustained episodes. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.